Event description:
It was reported that the video system center exhibited no image, blue screen and displayed an unknown communication error. The issue occurred during a urology procedure during patient sedation. The procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b6, b7, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure of no image, blue screen was confirmed and for communication errors reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the locking latch of the connector has worn out causing loose connection of the video connector, therefore causing loss of image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.